Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that message: "pressure transducer difference>5cm h2o" was displayed. The reported issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer printed circuit board (pcb) was defective. The issue has been resolved by replacing pressure transducer printed circuit board and the device was delivered to the user in working condition. Defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.